Event description:
Reportedly, when a ventilator alarm was responded to, the "pt circuit was full of h2o". The 72 yrs old male pt, weighting 210 pounds, was "ambu assisted". Another ventilator was brought in. The pt's o2 saturation had dropped to 70%. The nurse "ambued" the pt and the o2 saturation increased to 93%. The pt, who was not trached, was not adversely effected. The transfer chamber was in use less than 24 hrs (having been changed the morning prior to the night-time incident). The transfer chamber "filled all the way up", stated the director of respiratory care svs. In addition, he stated that the "reservoir was empty after 12 hrs. Circuits are checked every 2 hrs and condensation is drained off at the time". Tubing used is star brand reusable tubing and is 6 feet long. The flow rates are imv (intermittent mandatory ventilating, 40 to 70 l/minute peak flow). The temperature is set at 30 to 32 degree c. It is u nreported if the vapor phase humidifier alarmed. The ventilator line is a 1 foot tube connected from the ventilator filter to the transfer chamber to 2 feet of tubing with a water trap to the inspiratory side at the y (where the temperature probe is installed) to 6 feet of line to the expiratory side at tye y. The lo-comp reservoir cap was on tight (pressure checks are performed). It was observed that the transfer chamber had 2 leaks in the membrane. The vapor phase humidifier platen surface was checked for deposits. None were observed and the humidifier was placed back into service.